Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reamer handle would not fully lock the reamer on. It would not fully close.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned in used condition. Damage was noted on the power adaptor end. The exact cause of the event could not be determined because functional inspection of the device determined that the device was operational. The device was discovered during investigation. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Reamer handle would not fully lock the reamer on. It would not fully close.